Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "alarms intermittently." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "alarms intermittently" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board a. The user interface module printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.